Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the delivery balloon ruptured during deployment of the 23mm sapien valve. The balloon appeared to be fully inflated at the time of the rupture. A second delivery system was used to post dilate the valve, with a final result of no central aortic insufficiency (cai) and very mild paravalvular leak (pvl). The patient was noted to have been stable throughout the procedure. The native aortic annular diameter was 20mm by tee. The native aortic valve and root were moderately calcified. There was no mitral annular calcification (mac). Per the implanting physician, the balloon burst was thought to have been caused by calcium in the sinotubular junction (stj).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst cannot be confirmed. However, it is possible that moderate native aortic valve and root calcification, as well as stj calcification, may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.